Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5059732) in united states on 22-feb-2016 who had essure (fallopian tube occlusion insert) inserted for contraception on (B)(6) 2011. The consumer had severe health problems, many different problems and they were getting worse. No doctor would listen nor emergency room visits. Hospitalization and disability/ permanent damage were mentioned but were not specified. Follow-up received on 11-mar-2016. No response was obtained after follow-up attempts. Follow up information received on 12-may-2016: quality-safety evaluation of product technical complaint (ptc): this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. No batch number was reported therefore a technical batch investigation is not possible. The technical assessment conclude unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Legal claim received on 22-aug-2016 essure was inserted (B)(6) 2011 for permanent sterilization. Shortly after undergoing the essure procedure, an hsg test was performed and her coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal bloating, abdominal pain, pain during intercourse, excessive hair loss, excessive weight gain, excessive rashes and chronic fatigue. She never experienced any of these conditions prior to undergoing the essure procedure. On 26-jun-2016, she was informed that one of her essure coils broke apart and was not in the proper position, according to x-ray imagining. She is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Follow-up received on 07-sep-2016. Quality-safety evaluation of ptc. The bayer reference number for the ptc report is (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female who had essure (fallopian tube occlusion insert) inserted and had severe health problems, many different problems and they were getting worse. Upon follow up information, a legal claim with new information was received. It was reported that one of her essure coils broke apart and was not in the proper position (interpreted as device breakage and device dislocation), according to x-ray imagining. General physical health deterioration is unlisted while device dislocation is listed in the reference safety information for essure. Device breakage was regarded as anticipated upon receipt of the product technical analysis. In this particular case, the health problems consumer experienced were not specified. Considering the minimal information available, causality with essure cannot be assessed. Even though there was minimal information regarding events device breakage and device dislocation, considering the events' nature, causality with essure cannot be excluded. This case was regarded as other reportable incident as although the events did not lead to death or serious deterioration in health, it could have led to it under less fortunate circumstances. Other non serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one of her essure coils broke apart and was not in the proper position'), device dislocation ('one of her essure coils broke apart and was not in the proper position') and general physical health deterioration ('severe health problems. Many different problems and they are getting worse') in an adult female patient who had essure inserted for contraception and female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), general physical health deterioration (seriousness criteria hospitalization and disability), pelvic pain ("increasingly severe pain / chronic pelvic pain"), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse."), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), rash ("excessive rashes") and fatigue ("chronic fatigue"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, pelvic pain, medical device discomfort, menorrhagia, back pain, abdominal distension, abdominal pain, dyspareunia, alopecia, abnormal weight gain, rash and fatigue outcome was unknown and the general physical health deterioration had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, device breakage, device dislocation, dyspareunia, fatigue, general physical health deterioration, medical device discomfort, menorrhagia, pelvic pain and rash to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5059732) on 22-feb-2016. The most recent information was received on 19-apr-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one of her essure coils broke apart and was not in the proper position'), device dislocation ('one of her essure coils broke apart and was not in the proper position') and general physical health deterioration ('severe health problems. Many different problems and they are getting worse') in an adult female patient who had essure inserted for contraception and female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), general physical health deterioration (seriousness criteria hospitalization and disability), pelvic pain ("increasingly severe pain / chronic pelvic pain"), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse."), alopecia ("excessive hair loss"), abnormal weight gain ("excessive weight gain"), rash ("excessive rashes") and fatigue ("chronic fatigue"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, pelvic pain, medical device discomfort, menorrhagia, back pain, abdominal distension, abdominal pain, dyspareunia, alopecia, abnormal weight gain, rash and fatigue outcome was unknown and the general physical health deterioration had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, device breakage, device dislocation, dyspareunia, fatigue, general physical health deterioration, medical device discomfort, menorrhagia, pelvic pain and rash to be related to essure. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 19-apr-2021: mr received. Reporter added, case updated to medically confirmed. No new significant change made in medical context of case. Case made significant due to imdrf code. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.